Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available. Customers and retailers have been informed.

Event description:
A customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icons appeared on the display of their freestyle flash blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.